Manufacturer narrative:
Upon further investigation of this event, the chest pain and endoleak reported cannot positively be determined to be related to the excluder device implanted on (B)(6) 2016. As no product problem deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3007284313-2019-00039 was submitted in error, and is hereby retracted.

Event description:
The following information was reported to gore: on (B)(6) 2016 a patient was undergoing treatment of an abdominal aortic aneurysm, measuring 53mm, with gore® excluder® aaa endoprostheses. On (B)(6) 2018 the patient exhibited chest pain related to endoleak. On (B)(6) 2018 the patient underwent left subclavian to carotid artery transposition for debranching. On (B)(6) 2018 the patient underwent endovascular repair of a thoracic aneurysm with type I and iii endoleaks using a zenith graft. On (B)(6) 2018 the patient exhibited chest pain related to an ascending aortic ulcer. On (B)(6) 2018 a CT revealed the aneurysm measured 37mm. On (B)(6) 2018 a CT revealed the aneurysm measured 39mm. On (B)(6) 2018 the patient underwent repair of type ii aortic dissection and repair of the aortic valve.